Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 11 feb 2019. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records, ad 06 may 2021: on (B)(6) 2015, patient received an attune right total knee arthroplasty to address end-stage degenerative arthritis. An attune posterior stabilized rotating platform construct was implanted, using 2 batches depuy antibiotic bone cement. The patella was resurfaced. There were no complications. On (B)(6) 2020, right attune total arthroplasty knee was revised to address pain. An extensive synovectomy was performed of the posterior extensor mechanism, and the medial and lateral gutters. The patella component was determined to be adequately positioned and retained. The femur component appeared to be well-fixed, and was removed with minimal bone loss. The tibial tray, in contrast, was grossly loose, simply lifted off of the intact cement mantle. There was no bone cement adhered to the backside of the tibial tray implant. The cement mantle was well-adhered to the tibial bone. A competitor revision knee system femur, tibial tray, and insert were implanted, using competitor bone cement, with retention of the attune patella. No complications were reported. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee).